Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her patient¿s onetouch verio flex meter powers off during use. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged issue first began at 3.20 pm on (B)(6) 2018. The reporter was not willing to confirm how the patient manages his diabetes or if he made any changes to his normal diabetes regimen in response to not being able to obtain a result. The reporter stated that after the meter issue (time/date unknown), the patient developed symptoms of shaking and dizziness, which on (B)(6) 2018 at 4 pm required treatment by a doctor. The treatment was documented as an increase in medication. During troubleshooting the csr noted this was not the first time the product was being used, and there was no obvious misuse of the meter. When the csr educated the patient, the issue was not resolved. Based on the information provided csr noted that the batteries did not need replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and the alleged meter issue could not be ruled out as a cause or contributor to the event.